Manufacturer narrative:
Hakim valve (id823182) was returned for evaluation. Device history record (DHR) - lot 6806163 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected and a defect was noted. The motor was shaky. This problem could be due to irrigation which was carried out with high pressure and the asd was blocked. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to irrigation which was carried out with high pressure and the asd was blocked. As noted in the IFU (instructions for use): an excessive flow rate (>0.75 ml/min) activates siphon guard and creates the impression that the valve is distally occluded. In reality, flow is being diverted to the high resistance secondary pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the connection between a hakim valve (id823182) and the siphon guard was shaky. The procedure was completed with a replacement product available and the event led to 30 minutes surgical delay. It was confirmed that the issue was found during the implantation, before implantation site closure.